Event description:
It was reported the tip of the device snapped off inside the patient. The patient was undergoing a cotton (osteotomy) procedure. The surgeon was drilling up against the k-wire, metal-to-metal. That is why the drill broke. The tip broke off. The surgeon felt it was better to leave the tip in place than to damage bone digging the tip out. The drill was thrown away. Nothing will be returned. It was reported there was no patient injury alleged for this event. It was reported there was a surgery delay due to the product problem, the amount of delay was not specified.

Manufacturer narrative:
Integra has completed their internal investigation on 22sep2016. The additional investigation activities included: methods: review of device history records. Review of complaint history. Results: the instrument was discarded and the product will not be returned. The lot number was not identified. A DHR review cannot be conducted. Trend analysis: to determine the trend for this type of complaint, the number of sales of the product is utilized to calculate the complaint rate. According to sales report approximately (B)(4) memofix staple were sold from product launch since q4 of 2014 to present day. Complaint rate: complaints = 2. Reported sales = (B)(4). Rate = (B)(4). This does not represent an adverse trend. Conclusion: the complaint report indicates the breakage was probably caused by the technique used by the surgeon while drilling the hole. Most likely due to human error; the complaint report states that, "the surgeon was drilling up against the k-wire, metal-to-metal. That is why the drill broke."